Event description:
A pt reported blood glucose results of 364 mg/dl with a lifescan meter and 180 mg/dl with an unknown meter (invalid comparison) performed within 30 minutes of each other (time difference exceeds the time limit for comparison). The puncture area was cleaned incorrectly prior to testing. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.